Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 87 09sc, lot# n185653002, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient came to the clinic on the date of this report after missing a pump refill in (B)(6) 2013. At some point the patient experienced withdrawal and bowel incontinence. On the date of this report the patient was ¿fine¿ and did not want his pump refilled with drug. The pump interrogation confirmed an empty pump. The patient was receiving intrathecal baclofen therapy for post cva spasticity. The health care provider was going to fill the patient¿s pump with normal saline in case the patient later changed his mind. This device system delivered compounded baclofen. Additional information has been requested, but was not available as of the date of this report.